Manufacturer narrative:
Analysis of the stimloc screwdriver/screw model 3550s-02 showed that the screwdriver tip was twisted/damaged, consistent with "overtorquing". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a stimloc screw driver issue. No patient involvement. It was reported the screw driver was stripping before the screw was fully seated in stimloc base ring. It was noted that the patient had a hard skull, which contributed to the issue. The issue was not resolved at the time of the report. No further complications were reported as a result of this event.